Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "device was associated with a patient incident, need ehl logs from (b)()6) to (B)(6)". Visual inspection found the pump to be in good physical condition. Inspection of the pump's event log revealed no event abnormalities noticed for the stated time in question. The investigation consisted of verifying the pump for function, testing the alarm sensors, delivery accuracy testing, and event log review. Testing found the pump functional, no alarms occurred during investigation. Alarm sensors were found functional and within specification. The pump passed the accuracy test within manufacturing specification. The investigation did not find any problems with the pump. The device history record (DHR) was reviewed and found to be in compliance. No manufacturing or testing issues were found in the DHR.

Event description:
It was reported that a cadd® cadd-legacy 1 was associated with a patient incident. Need ehl [event history log] from (B)(6) to (B)(6). Investigation only. No report of patient injury.